Event description:
Vessel sealer utilized during robotic hysterectomy. A recoverable fault was noted (32001). Warning on the screen stated "blade may be exposed". Instrument removed from patient without injury. Intuitive surgical support was contacted intra-operatively and photos were sent. I.s. Determined blade had not detached but malfunctioned - the blade had moved from the internal guide. Manufacturer response for vessel sealer, vessel sealer (per site reporter) determined blade had not detached but malfunctioned - the blade had moved from the internal guide.